Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not holding pressure. The event occurred during pm testing and there was no patient involvement associated with the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not holding pressure. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 3000 tourniquet on december 15, 2017 revealed that no leak was detected. The front and rear housing were cracked and the pole clamp cover was cracked. The screen was dim and the button switches and labels were replaced. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on december 15, 2017 which included replacement of the button switch, front cover, labels, rear panel, handle, display assembly and damaged pole cover. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable since during the initial inspection it was noted that no leak was detected. The root cause of the reported event could not be specifically determined with the information that was provided since while during the initial inspection it was noted that there was no leak was detected, it cannot be determined if the event occurred when with the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 3000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.